Manufacturer narrative:
The device was returned as part of the asset return process and the additional findings were as follows: due to wear of the scope cover packing, water tightness was lost; the air/water cylinder had no color; suction cylinder had no color; label on scope connector was damaged; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; plastic distal end (c-cover) had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, the gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was white foreign material in the air/water tube and cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing, the device did not meet the standard specifications. The events, foreign material in the a/w cylinder and a/w channel, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage caused by worn out s-cover packing. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.